Event description:
(B)(4). I started bleeding a few minutes after the devices were implanted and continued to bleed with it becoming heavier and lasting until I had a second surgery (uterine ablation) in (B)(6) 2013. Back and pelvic pain started the day of surgery as well and continue even now. Extreme fatigue began two weeks after the devices were implanted and has slowly started to get a bit better since (B)(6) 2014 when I had to get a hysterectomy to remove all but my ovaries to stop the bleeding.